Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation but dried contrast medium residue was observed in the balloon and inflation lumen, indicating application of negative pressure. Stent imprints are visible on the exposed balloon surface which indicates that the stent was initially crimped in between the two radiopaque markers. Also, a terumo guiding catheter was returned. The guiding catheter was found cut 3 cm proximal to its distal end. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the handling during the procedure (i.e. Application of negative pressure prior to placement of the stent in the target lesion which is warned against in the IFU).

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in the severely tortuous rca. After pre-dilatation and implanting a first orsiro mission in the distal rca it was attempted to implant a second orsiro mission in the proximal rca. The second stent dislodged from delivery system during the passage inside the guiding catheter (gc) and was removed together with the gc.